Manufacturer narrative:
An additional lot number was reported (lot #m018585). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. The user attempted to reload the cartridge and a cartridge alarm 5 (pressure out of range) occurred. The user's blood glucose level was 325 mg/dl. The user would address bg level with a bolus via the pump. The user successfully loaded a new cartridge.